Manufacturer narrative:
(B)(4). Therapy continued with actual product. No further information is available at this time. Additional information will be provided upon completion of baxter's investigation.

Event description:
A home patient (hp) contacted (B)(4) regarding air in the supply bag tubing. The hp confirmed there was no air in the patient line. No alarm was reported. The technical service representative (tsr) advised it was okay to let the fill continue as long as there was no air in the patient line. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. Based upon the information obtained from baxter's investigation, the root cause of the air in tubing could not be determined. There was no product defect reported against the baxter product by the customer and therapy resumed with the product without incident; therefore, a batch review was not completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.